Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that it seemed like it wasn't working anymore. The patient reported they had a return of symptoms for bladder urgency. Patient reported they used to be able to feel the vibration and they didn't anymore. Patient was able to sync with their programmer and it showed stimulation was on program 3 at 3.4 volts. The patient increased stimulation to 3.7 volts. The patient was told to give it a couple of days and see if their symptoms got better. Patient also reported they had problems with flow and reported they had to call into their doctor. It was reported they went to the doctor and they were cathed and an ultrasound was done and the doctor said there were no obstructions. No further complications were reported or anticipated.